Event description:
It was reported that the patient was experiencing palpitations and increased premature ventricular contractions (pvcs) with and without pacing. They patient noted "feeling worse" than before implant. The lead was reprogrammed. The physician believed the right ventricular (rv) lead was in an "irritable area" and scheduled a lead revision. The rv lead was repositioned to the septum and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.